Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On an unknown date, the customer opened the box with the achillon and noticed it was broken. It was the needle driver which was broken. The head has snapped off. The item was not used in surgery. The product not in contact with patient. There was no patient injured or death alleged. The event did not lead to an increase of surgery time. They used another achillon. No information was provided on the patient's age and gender as the nurse opened the chillon in the stock room and not in the theatre.